Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads or external paddles. The device displayed "defib fault 72", "defib fault 78", 'defib fault 79", "pacer fault 116", pacer disabled and defib disabled messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.